Event description:
It was reported that a patient experienced a break in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as touch contamination or the patient did not wear a mask. Treatment for the peritonitis included intraperitoneal vancomycin, 2.5 grams every five days for two weeks. The patient did not recover from the event of peritonitis. Thirty seven days later, the patient had a relapse event of peritonitis. Treatment for the relapsing peritonitis included intraperitoneal vancomycin, 2.5 grams every five days for two weeks. The patient was not hospitalized for either of the peritonitis events. The patient recovered from the peritonitis and has been retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was also treated with an unknown oral antibiotic for the peritonitis event and treatment with the oral antibiotic ended two days after the receipt of the initial report. Should additional relevant information become available, a supplemental report will be submitted.